Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a g7 cgm experienced a gradual post-meal glucose rise to a highest reading of 200, after eating a usual dinner and taking medication with milk; the user is new to the system and also reported concurrent medications known to elevate glucose, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no identified device or use problem and no device problem found, and an appropriate device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.